Event description:
The international customer reported the ventilator went vent inop due to an air valve liftoff failure. The customer reported the device was in use on a patient and there was no patient harm. Device evaluation and service is pending.

Manufacturer narrative:
Pending device evaluation and service.

Event description:
The customer did not approve the repair of the device.